Event description:
It was reported that the screw fractured upon implanting. The fractured portion remains in the patient's tibia.

Manufacturer narrative:
This report will be amended when our investigation is complete.